Event description:
This complaint is from a data use agreement (dua). The dua summarizes 40 patients that were implanted with a3.5 mm intrapelvic acetabular plates. Implantation was at the (B)(6). Patient number (B)(6). Reason for implantation was fracture of the acetabulum. Post op complication included a broken plate and 6 broken screws. There was no intervention noted.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.